Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016-, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009-, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 300mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that the patient reported having increased spasticity and a change in itb efficacy after their pump replacement in (B)(6) 2016. Per report there were no environmental, externalor patient factors that may have let or contributed to the issue. X-rays were completed and showed no issues. A catheter aspiration was performed and there was good csf flow from the catheter access port. The physician performed surgical exploration on (B)(6) 2016. The physician took patient to the or (operating room) for surgical exploration of pump and catheter due to increased spasticity symptoms per patient report. The catheters were found to be intact with good csf flow. The pump was programmed with a bolus on the back table and found to be working. No evident abnormalities were found per the physician. The physician proceeded to replace the catheters with a new catheter. The dosage of the lioresal was programmed to run at 300 mcg/day. It was also noted that per patient report that upon the baclofen pump replacement in (B)(6) 2016 the center where the surgery was performed put compounded baclofen in the pump. The patient then came back to the clinic to see the physician and the medication was changed to lioresal. Per the physician it was unclear whether the compounded baclofen was related to the patient's symptoms of increased spasticity and change in efficacy. The issue was resolved at the time of the report. The patient's status was noted as alive, no injury.

Event description:
Additional information was received from a healthcare provider via a company representative. Per the healthcare provider's report the cause of the catheter replacement was due to increased spasticity and decreased efficacy even though no clear issue was found with the existing catheter. The cause of the patient's increased spasticity and lack of efficacy was not determined. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.